Event description:
It was reported that at implant there was oversensing when the lead was connected to the device and that by removing and reinserting the device the issue was not resolved. It was also reported that the lead impedance jumped to a high value after being connected to the device. The lead was explanted and replaced. The replacement lead also had a high impedance reading that was stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. However, blood was present on the proximal conductor. The inner insulation was kinked / buckled. The outer insulation had a breach cut. There was blood on the helix mechanism and the lead was stretched. There was apparent explant damage. The full lead was returned and analyzed.